Manufacturer narrative:
Visual inspection of the returned instrument confirms that the ceramic tip has been broken and has came loose from the tube of the device. When comparing the broken ceramic tip with a new item from gyrus acmi stock it is noted that the tip is a different shape and does not have the required fastening holes at its base. In addition, it is noted that there is only a small band of unknown adhesive around the circumference of the base of the tip, which is not consistent with gyrus acmi materials and manufacturing process. Evaluation of the balance of the instrument reveals that the meatus washer is not a gyrus acmi part, which is evident because the washer is black in color while the standard gyrus acmi item is white in color. A third party repair stamp is noted on the tube). The evidence noted above clearly indicates that the instrument has been repaired by a third party and is the likely cause of the failure during the procedure. The determination of the use of a third party repair facility on this device is of great concern because gyrus acmi has no control of the quality of the repair in this type of situation.

Event description:
During a surgical procedure while the surgeon was using the standard resectoscope metal brown beak sheath, the tip came off inside the patient. The surgeon was able to retrieve it without patient harm.